Event description:
This afternoon, early 2009, I applied new skin, a liquid bandage, to the knuckles on both of my hands. I applied the product on small open areas where I have psoriasis. I then went to work on my home computer. During the time after application, about 3:00 to now 5:01 per computer, I have been overwhelmed by the odor of and fumes from this product. It is just awful; the odor and fumes are affecting my eyes, nose, the taste in my mouth and my breathing. In addition, I am starting to feel dizzy. I have used the product in previous years and have not been subjected to such an adverse action of the product. It smells like coal tar to which I am allergic. I have tried to wash my hands 2 to 3 times and take off the product with alcohol. All to no avail. The lot number for this product is 05739. I believe that the product formulation is incorrect, or that something that should not be in the product has entered the product by mistake. Please take this product off the market. Thank you very much for your assistance in this matter. Dose or amount: your year below only has 2008, was applied in 2009. Dates of use: 2008.